Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a defective u21 instrument board (current limiter ic) failure. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: device available for evaluation was "no" to " yes, returned to manufacturer on 12/14/2016"

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
It was reported that the device switches off after 1 minute. No consequences or impact to patient.